Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. This lens (ma60ac 20.5 diopter) was used as the replacement lens for the initial implant attempt of (B)(4). During the implantation of this replacement lens, there was a capsule rupture. Since the lens was dropped in the posterior segment, they proceeded with posterior vitrectomy. The doctor then decided to put the iol in scleral incisions. During that process, one of the company lens 20.5 diopter iol haptics was cut. The company lens 20.5 diopter lens was removed and a second replacement lens delivery was attempted with an company lens 21.0 diopter lens the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, there was a capsular rupture, since the lens was placed in the posterior segment, they proceeded with posterior vitrectomy. The physician then decided to insert the lens in the scleral incision, during this procedure, the haptic of the lens was cut. Hence a new lens was used.